Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025 the clinical team reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl. The user required outside assistance and was treated with oral carbohydrates. No health effects were reported, and the user was not hospitalized. No long-term effects were reported.